Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: patient with deep vein thrombosis and pulmonary embolism had vena cava filter placed infrarenal. Approximately four months post filter deployment, cardiac cta showed 3.6cm detached fragment protruding through the right ventricular wall. Approximately five months post filter deployment, chest cta showed a filter limb in the right ventricle and hemopericardium. Abdomen x-ray showed vena cava filter at l3. Approximately four years six months post filter deployment; there was successful retrieval of both the filter and filter arm. Serial transthoracic echocardiography showed stable pericardial effusion. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limb(s) detached. The filter and detached limb(s) were removed percutaneously. The status of the patient is unknown.